Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion and a safety mode alert was observed. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis but is currently at (B)(6) hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion and a safety mode alert was observed. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.